Manufacturer narrative:
The device with the lens was returned inside the opened carton. The plunger lock and lens stop were intact. The plunger was oriented correctly and was at the starting point of the device barrel. Viscoelastic was observed in the device. A collection of dried viscoelastic was observed in the nozzle tip just past the wound guard. The lens was in the loading area. The lens stop was removed to further evaluate. The lens showed no signs of advancement. Viscoelastic was dried on the lens. The cannula guide (port) was not blocked. The body of the device was not blocked by any foreign material or device malformation. The only blocked area was the collection of viscoelastic dried in the nozzle tip of the device. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The cannula guide port opening and the device body were not blocked. A collection of dried viscoelastic was observed in the nozzle tip. This large collection of dried viscoelastic closed off the exit at the tip and may have been interpreted as the reported complaint of the chamber was blocked. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. No malformation or damage of the product was observed. The lens was in the loading area. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with that during the intraocular lens (iol) implant procedure, the nurse was not able to fill the chamber of the cartridge with viscoelastic. The chamber was blocked. But the viscoelastic kept coming outside through the inlet. The surgery completed with backup lens. There was no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).